Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel and check pad messages) has confirmed that there were broken gel fire wires and pulse wire. The root cause for broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel and check pad messages.